Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was malignant pain. The patient reported that that the equipment doesn't seem to be working properly. Per the patient it took along time to provide a bolus, goes into wait mode and they needed to do it 5 times or needed to wait for 10mins to just to deliver a bolus. The patient mentioned that this issue started over a year now or more. The agent walked the caller to clear data within the settings and assisted to connect to the myptm again. The patient confirmed that they were able to get connected and deliver a bolus without having any further issue. The patient also stated that this is the first time they were able to connect this fast.